Manufacturer narrative:
(B)(4). Born 1950. Implanted: (B)(6) 2016 medical products- vanguard femoral component, catalog # 183128, lot # unknown, unknown vanguard tibial component, catalog # unknown, lot # unknown. Foreign source- (B)(6). Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Location of device is unknown.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty two years ago. Subsequently, the patient has been experiencing pain and instability. The patient's bearing was revised due to instability. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
Upon receiving additional information, it was determined not to be reportable as there was no zimmer biomet devices involved in the alleged event.

Event description:
Upon receiving additional information, it was determined not to be reportable as there was no zimmer biomet devices involved in the alleged event.